Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported not being able to sign out patient nor sign in new one. The device was not in use at the time of the event. No patient involvement.